Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: unk-p-scs-linear leads.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. The explanted device components were not returned. No further information could be obtained despite good faith efforts.